Manufacturer narrative:
B3 event: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette not loaded error. Per reporter, the issue is not related to physical damage, the unit was not dropped and there was no patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Primary reported problem was duplicated by functional testing. Found downstream occlusion (dso) sensor was not operating as intended. Replaced dso sensor to correct the issue. The device passed all functional testing after the repair.